Event description:
The pt adjusts insulin via a pump based upon the suspect device result for blood glucose. Pt performed a blood glucose test on the suspect device and obtained a reading of 189mg/dl. Pt administered insulin on a sliding scale and did not eat because the result was high. Approximately 2 1/2 hours later, pt was in an automobile accident. The paramedics checked pt's blood glucose and it was 30mg/dl. Pt was taken to the hosp and treated with an IV and dextrose for low blood glucose and also treated for broken ribs. Pt was released from the hosp about seven hours later.